Event description:
Device 2 of 2. Reference MFR report #: 1627487-2015-07163.

Manufacturer narrative:
(B)(4) sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.

Event description:
Additional information received indicated that the patient underwent surgical intervention on an unknown date wherein both leads and ipg were explanted.

Manufacturer narrative:
The results of the investigation are inconclusive, and the root cause of the reported incident is unknown as the device was not returned for analysis.